Event description:
Reporter alleged discrepant blood glucose results of 21 mg/dl back to back with a result of 149 mg/dl, when testing was performed 1 minute apart on the advantage system. Customer indicated when going through the system memory, results obtained were 16 mg/dl compared to 140 mg/dl. The location of the alleged testing was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.